Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and loss of capture was observed on the right ventricular (rv) lead. The rv lead remains in use and the ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.